Manufacturer narrative:
One workmate claris amplifier was received for evaluation. The returned workmate claris amplifier was powered on but no communication was established with the test standard workmate claris computer. The single board computer (sbc) was temporarily replaced with a known good sbc board and successful communication was established with the test standard workmate claris computer. Using the test standard sbc board, the amplifier was run for few hours and no interrupted or loss of communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure with the patient on the table, an "amplifier disconnected" error was noted and the case was cancelled.